Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir leaked. The blood glucose reading is 116 mg/dl. Customer stated that he noticed that the transfer guard needle was bent. Nothing further reported.